Manufacturer narrative:
Add'l info regarding product eval is pending. A sample is expected to return for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported the metallic part of the cannula separated from the green polyamide part when the cannula was attempted to be pulled out of the trocar at the end of surgery. There was no pt harm reported. Add'l info was reported.